Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the stent delivery system was returned for analysis. There were stent struts on the proximal end of the stent that were bent and stretched. The bumper tip was damaged. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26-may-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The severely tortuous and severely calcified target lesion was located in the mid right coronary artery (rca). A 3.00mmx16mm promus element ¿ drug-eluting stent was advanced for treatment; however the stent failed to cross the lesion. The device was removed and predilation was performed using a non-bsc balloon. The 3.00mmx16mm promus element ¿ was re-advanced but still failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.